Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k uhd lcd monitor only shows black. The error showed sporadically. All plugs and switches were checked. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found printed-circuit board failure. There is no further information provided regarding evaluation at this moment. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.